Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a user advisory (ua)18 (max take-up revolutions exceeded) advisory message upon powering up. Following ua18, the platform displayed a ua02 (compression tracking error) advisory message, which would not clear. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(6)) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.